Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the intra-operative findings the reported infection was consistent with staphylococcus epidemidis with biofilm noted in the retro-acetabular. However, the root cause of the reported infection cannot be determined. In addition, we cannot rule out the patient¿s hiv disease progression, bone quality, body habitus, anti-retroviral and corticosteroid use, diabetes, cigarette and alcohol use cannot be ruled out as likely contributing factors to the reported infection and not the fault of the smith and nephew device. The patient impact beyond the right hip revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on left hip due to infection. Femoral head and acetabular cup were removed and an antibiotic spacer was implanted to treat it.